Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information from the study coordinator, the arrhythmia did not exist prior to vad. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16jan2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While admitted, the patient suffered cardiogenic shock with elevated right heart pressures on (B)(6) 2021 that required inotropes. The patient was also found to have pleural effusions (right greater than left); however, the patient had no associated fever, signs of infection, or worsening respiratory effort. The effusions reportedly resolved by (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history record were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation with rapid ventricular response on (B)(6) 2021. The patient was given amiodarone intravenously which returned heart rate to normal sinus rhythm. The patient was discharged home the same day with oral amiodarone.